Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection and testing of the device, due to clogging of nozzle; air supply/water supply and water removal ability the specification are not meet. Due to damage on up/down knob; water tightness is lost. Due to wear of angle wire; bending angle in up direction does not meet specification. Adhesive on bending section cover, the angle wires stretched, due to wear of angle wire; the play of up/down knob is out of specification. Chip, crack and white clouded area on the bending section cover, adhesive around the objective lens, light guide lens had white clouded area, plastic distal end cover had a burn, paint on suction cylinder was peeled, and shaved, scratches on various parts of the device and connecting tube was wrinkled. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilize before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The customer reports there was no delay in the start of pre-cleaning. 4.) The air/water nozzle was flushed with water and air. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was an issue with the air/water flow and separation while using the evis lucera elite gastrointestinal videoscope. The device was inspected prior to use. And the endoscopic submucosal dissection (esd) procedure was completed using the same device. The device was returned and evaluated, and the nozzle was clogged with foreign matter. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no patient harm associated with the event.